Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 07-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to have pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain and abnormal genital bleeding may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality between the reported events and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0985, awareness date 30-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer was overweight. She reported that after essure she started to have pain and heavy bleeding. For 4 years she was sick and worn out. In 2015 she had to perform a hysterectomy. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to have pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain and abnormal genital bleeding may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality between the reported events and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.